Event description:
It was reported that during a remote follow-up appointment, it was observed that this right ventricular lead exhibited increased threshold measurements. There was no evidence of noise, and all other rv lead parameters were within range. (B)(6) technical services was contacted and recommended continued close monitoring and a lead assessment at the next regular follow-up appointment. At this time, the system remains implanted and in-service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).